Manufacturer narrative:
The product was returned to the vendor with the needle slightly bent. The investigation has already been performed in a similar complaint with bent needle, and it was found that resistance due to bent needle contributes to reduced motion. The vendor visually inspects all probes for bent needle prior to shipping to customers. The investigation is complete.

Manufacturer narrative:
Evaluation completed. One opened bl5323w pack from lot v9405 was returned. The tip protector was not returned, and tte needle is bent. The port window is in the opened position. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. There is an air leak coming from the aspiration stem of the back cap. An air leak could contribute to poor cutting performance. Additional investigation results are pending.

Manufacturer narrative:
The malfunction occurred in china not taiwan as previously reported. Review of the complaint database revealed no other complaints have been submitted against lot v9405. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. CAPA 610815 was closed on 06 july 2018 but was still open when lot v9405 was manufactured. Per CAPA 610815 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5323w. The first lot of bl5323w that was built with the vitrectomy tubeset enhancement was lot #w2088 in june 2018. Any bl5323w product with lot no. W2088 or higher will include the vitrectomy tubeset enhancement. Despite multiple requests, the product has not been received for evaluation. Should the product be received, further investigation will follow. No additional corrective action is necessary at this time.

Event description:
The user facility is located in china.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. The product expired 06nov2018 prior to its use on 13dec2018. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported having a cutting problem during a procedure however, aspiration continued. It is reported that there was no patient impact.